Manufacturer narrative:
Concomitant medical product: dtbb1d1 crt-d implanted: (B)(6) 2015; 6996sq58 lead implanted (B)(6) 2015. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the subcutaneous lead exhibited varying, high, and undefined impedance intermittently due to a fracture. The lead was explanted and replaced. It was also reported the right ventricular (rv) lead exhibited high threshold. Follow up yielded no information. The rv lead remains in use. No patient complications have been reported as a result of this event.